Event description:
After my libre 2 gave me a reading over 350, normally meaning I should take 12 units of fast acting insulin. However, my fiancé decided we needed to do a finger stick reading and it was only 200, but since I was not going to eat and we were getting ready to call it a night, he said we would do no fast-acting insulin, but if I was going to eat I needed to recheck my glucose via finger stick and take a fast acting shot accordingly.